Event description:
Reporter alleged obtaining the results of 468 mg/dl at 7:29 pm, 148 mg/dl at 7:31 pm, 99 mg/dl at 7:37 pm and 63 mg/dl at 7:40 pm back to back on the compact plus system on (B)(6) 2012. Reporter stated that she felt sweaty and shaky so her sister gave her a peanut butter sandwich and 12 ounces of milk. No other actions were reported taken or treatment received. Reporter alleged obtaining a result of 295 mg/dl on the same compact plus system compared back to back with a result of 118 mg/dl on an unknown compact plus system when testing was performed within 10 minutes on (B)(6) 2012. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.